Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (monitor - cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation, the monitor was contaminated. The root cause for the failure was isolated to contamination on the belt receptacle pins. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor cannot run detect and treat testing due to functional issue.